Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the connection part of the tenaculum forceps instrument broke and fell out. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the or nurse and obtained the following additional information: the surgeon converted the procedure to laparoscopic surgery, then after the myoma was removed, the anastomosis was completed robotically again. There was no harm or injury to the patient. The system had no malfunction. There was no system issues noted during setup of the system. The system was inspected prior to use. There was no issues with the port placement. The surgical staff did not observe any outside influences that were impeding the movement of the system. The procedure was in progress for about 20 minutes when the issue occurred. There was no post-operative complications. No video recording of the procedure was available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken where it meets to proximal clevis. A piece measuring approximately 0.139 x 0.2 was not returned with the instrument. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a dislodged proximal clevis. The root cause of this failure is attributed to user mishandling/misuse. Additional observation not reported by site that is not related to the customer reported complaint found that the instrument had a broken grip cable at the distal end. The root cause of these failures is likely attributed to mishandling/misuse.